Manufacturer narrative:
The reported event is unconfirmed as the wicks met specifications. 13 female external catheters (wick) in unopened packages were returned. Sample size = 3. No visual defects were noted on all returned wicks. All wicks were inspected and found that all were assembled correctly. The dimensional was taken and observed all lot samples returned is met internal specification. Refer to attachment a. All of the wicks met the specifications. As the reported event is unconfirmed, a DHR review and labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter would not stay in place and not work for the patient. It was noted that the patient had been using the purewick product for less than 90 days. Per follow up information received on 28jul2021, it was reported that the purewick urine collection system was not working, and no specifics were given. Also indicated the wicks would not stay in place. Representative offered to assist with troubleshooting, but the complainant declined the offer and said the purewick urine collection system was not going to work for the patient. Per follow up information received on 05aug2021, it was reported that the patient got a urinary tract infection by using the purewick female external catheter. Per follow up information received on 16aug2021, it was reported that the doctor said the purewick female external catheter caused the urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter would not stay in place and not work for the patient. It was noted that the patient had been using the purewick product for less than 90 days. Per follow up information received on 28 jul 2021, it was reported that the purewick urine collection system was not working, and no specifics were given. Also indicated the wicks would not stay in place. Representative offered to assist with troubleshooting, but the complainant declined the offer and said the purewick urine collection system was not going to work for the patient. Per follow up information received on 05 aug 2021, it was reported that the patient got a urinary tract infection by using the purewick female external catheter. Per follow up information received on 16 aug 2021, it was reported that the doctor said the purewick female external catheter caused the urinary tract infection. It was unknown what medical intervention was provided for the urinary tract infection.